Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat severe (90%) stenosis and calcification in the mid left superficial femoral artery near the popliteal fossa p1 segment, there were balloon inflation difficulties and the chocolate balloon would not open. The artery was 4.5mm in diameter. There was mild tortuosity. Angiography revealed severe stenosis and calcification prior to intervention. Pre-dilatation was performed with a 2.5x120 non medtronic balloon. When a 4x120 chocolate balloon was used for further dilatation, inflation was attempted at 12 atm using a pressure pump, but the balloon was difficult to inflate and did not open, so it was removed. Subsequent dilatation with a 4x120 non medtronic balloon revealed a flow-limiting dissection. A non medtronic stent was then inserted, restoring blood flow and completing the procedure. It is uncertain if there is a leak and it is uncertain what the cause of the dissection was. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the surgeon performed preoperative flushing as usual and then delivered the balloon via the guidewire. No leak was observed at the time. And also physician was not for sure what caused the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state, the device was flushed, and an 0.018¿ guidewire was loaded, an indeflator was attached to the device and the balloon was inflated but would not hold pressure. Water was leaking out through the tip, indicating an inner leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.